Event description:
Valve was removed due to structural dysfunction relating to cuspal tear(s), perforations and aortic insufficiency. Prior to explant central regurgitation was noted. Valve was replaced. No additional consequence reported for the pt.